Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to misuse and/or abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
During device evaluation the motor device was found to be "running hot". This event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently being evaluated. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.